Event description:
A caller reported experiencing multiple occlusion alarms, specifically alarm 2 followed by alarm 26, over the last month. Despite these occurrences, there was no adverse impact on the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge and resumed insulin use. Although the customer experienced frequent occlusion events, they declined additional assistance, leading customer technical support to close the case.